Event description:
According to the reporter, during a procedure, the jaws of the handpiece did not open and it won't cut. A new handpiece was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device bizact gei. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was eschar build-up. Functional testing found that the eschar build-up in the knife track hindered the movement of the cutting blade and jaws. Movement improved as the device was cleaned. It was reported that device has cutting issue and jaws were difficult to open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.